Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the 30-day echocardiogram, 45 days following the implant of this transcatheter bioprosthetic aortic valve, moderate paravalvular leak (pvl) was identified. No treatment reported. No patient complications were reported as a result of this event.

Event description:
It was reported that on the 30-day echocardiogram, 45 days following the implant of this transcatheter bioprosthetic aortic valve, moderate paravalvular leak (pvl) was identified. No treatment reported. No patient complications were reported as a result of this event. Additional information was received to report the valve was implanted at a depth of 3mm on the non-coronary cusp and 3mm on the left coronary cusp. It was further noted that although on the echocardiogram report, the patient was recognized to have moderate pvl, the principal investigator's independent review stated there is a mild pvl and "seemed to be a poor tracing". The patient was asymptomatic and no further testing or procedures were indicated.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.